Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: revision t3-pelvis - broken rods; andrew cree westmead private hospital 31-7-2018. Primary implant date: (B)(6) 2016. Dr cree was performing a revision spinal fusion for broken rods at l3/4 (r) and l4/5 (l). As stated, this was due to a probable non-union. He removed the screws and broken rods from l2-5 on both sides and replaced them with new screws and rods. He then connected the new rods to the proximal fusion by using connectors on both sides.